Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported the customer had an issue with the piston on the insulin pump. Customer stated the device alarmed but does not recall exactly which alarm it was, though it might be compromised force sensor system. Customer does not recall blood glucose. Alarm occurred during priming. Drive support cap was sticking out and loose and customer did not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.